Event description:
Reporter stated the customer has experienced hyperglycemia in the 20.0 mmol/l range for 6 months, and the customer's mother believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.